Event description:
Instruments broke during surgery. One piece is broken, the other 4 have bent tips.

Manufacturer narrative:
Examination of the returned drill confirms the observation. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. (B)(4).